Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed continuity resistance testing. The sensor failed per specifications. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend when blood glucose were not low. Customer states sensor glucose was 40 mg/dl and blood glucose was 190 mg/dl. Troubleshooting found that the sensor was bent and advised customer on insertion procedure. After troubleshooting, customer was advised return sensor for replacement.